Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Blood cultures were taken and tested positive for systemic bacteriemia. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.